Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "shuts of". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and verified the reported "device shuts off" by a single occurrence. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation found the unit to power on and off as designed. The device was determined to meet all product specifications related to the reported event. The unit was received with no power cord to be tested. Should additional relevant information become available, a supplemental report will be submitted.